Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Site reported that the patient experienced power switching events, a critical battery alarm, and the battery charger would not charge from one of the ports. There was no reported patient injury related to this event. The batteries and the battery charger were replaced by the facility and returned to the manufacturer. Evaluation of the battery charger confirmed the reported not charging event for which the probable root cause is an overcurrent event which damaged internal components rendering the port inoperable. Five (5) of the eight (8) batteries returned passed visual and functional evaluation. One additional battery revealed to have a defective internal component. Log file review confirmed the occurrence of a critical battery alarm and several power switching events prior to the designed threshold. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of nine reports (3007042319-2014-00822, 3007042319-2015-03876, 3007042319-2015-03877, 3007042319-2015-03878, 3007042319-2015-03879, 3007042319-2015-03880, 3007042319-2015-03881, 3007042319-2015-03882 and 3007042319-2015-03883) submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient awoke due to a critical battery alarm. At the time, a controller ac adapter and one battery were connected to the controller. The patient also stated that when any of his batteries were connected to the controller he would hear intermittent beeping and switching from one power port to the other earlier than expected. In addition, the far left port on the battery charger does not charge a battery. The eight (8) batteries and battery charger were removed from service and the patient was issued replacement devices. The eight (8) batteries and battery charger were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.